Manufacturer narrative:
The hvad is used for treatment not diagnosis.the site reported one (1) controller and one (1) battery were experiencing unnecessary alarms. There was no reported patient injury related to this event. The controller and battery were exchanged by the facility and returned to the manufacturer. Upon evaluation, the controller passed visual inspection and functional testing. Log file analysis revealed a critical battery alarm. No vad disconnect alarm was logged.the battery reported in this complaint was removed from the market. As a result, the device is not available for analysis.the most probable root cause of the reported "alarms/faults" event is communication error between controller and battery as a result of a combination of software deficiency, electronic inadequacy, and fretting corrosion on connector pins. Heartware has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding potential communication issues between the controller and battery power sources. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports 3007042319-2016-00066 and 3007042319- 2016-00067 submitted for devices related to the same even.

Event description:
It was reported from the united states that the controller had inappropriate high priority alarms. The patient had multiple critical battery alarms while the batteries were fully charged. Additionally, the patient had multiple driveline disconnect alarms. Preliminary analysis of controller log files confirmed the presence of a critical battery alarm. The site performed a controller exchange. The site did not observe any issues with the controller pins and the patient did not mention any past incidents that could have led to equipment damage. The controller and battery were removed from service and the patient was issued replacement devices. The controller and battery were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.